Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus device is not marketed in the us, however it is similar to the relayplus thoracic stent-graft system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occurred in germany. - [MDR 2247858-2019-00070 follow-up evaluation.pdf]

Event description:
Event occurred while preparing the stent-graft - flushing with saline through flushport was not possible / seemed as locked. User, dr. (B)(6) decided to discard the graft due to embolism risk. Another relay nbs plus (n4) with different diameter and length (28-m330155302290s, lot # b170901159) was used with successful outcome." Patient outcome: "patient is well.".

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus device is not marketed in the us, however it is similar to the relayplus thoracic stent-graft system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occurred in (B)(6).

Event description:
Event occurred while preparing the stent-graft - flushing with saline through flushport was not possible / seemed as locked. User, dr. (B)(6), decided to discard the graft due to embolism risk. Another relay nbs plus (n4) with different diameter and length (28-m330155302290s, lot # b170901159) was used with successful outcome." Patient outcome: "patient is well."